Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a frame rate error was noted while acquiring 2d images. The mobile viewing station (mvs) indicated that it was disconnected from the image acquisition system (ias). The mvs interface cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The mvs interface cable has been returned to the manufacturer and is currently under analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the system displayed that everything was ready and then when they attempted to take a 3d spin, an error message appeared that read "image frame rate below recommended level, please reboot." The site rebooted several times with the umbilical connected and disconnected, without resolution. The site used an alternate imaging system for the procedure. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Analysis was completed for the returned mobile view station (mvs) interface cable. Through visual/physical examination and performance testing, the reported issue was confirmed. The mvs interface cable passed the continuity test and 100t test, but it failed the bench test and gbit test. It was noted that lines 7 and 8 were opened. It was determined that there was an electrical failure with the returned mvs interface cable. If information is provided in the future, a supplemental report will be issued.